Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 5. The home patient (hp) stated that the second supply bag became disconnected. The baxter technical service representative (tsr) advised the hp to cycle power on the hc to end therapy and they advised the hp to start over with new supplies or finish with manuals. The tsr advised the hp to let the registered nurse (rn) know of exposure to unsterile air. The hp would finish with manuals in the morning at the center and let the rn know. The hc was operational. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. All of the bags were not properly spiked and connected. The supply bag became disconnected. There were no patient extension lines being used. There were no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and they would complete therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012 and she was able to resume therapy with manual supplies. She was not sure how the supply bag became disconnected, she said the part where you screw it in just popped out. She did not notice anything unusual with the supplies. She did not have a sample or a lot number available. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the home patient on (B)(4) 2012 and she was not aware of the patient having had that alarm. She said the patient was recently switched to hemodialysis. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4).the problem was confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.